Manufacturer narrative:
The hillrom technician found the caregiver controls needed to be replaced. Per the hillrom user manual: the hill-rom® 1000 bed requires an effective maintenance program. We recommend that you perform annual preventive maintenance (pm) and testing for joint commission. Pm and testing not only meet requirements but will help make sure a long, operative life for the hill-rom® 1000 bed. Pm will minimize downtime due to excessive wear. Perform annual preventive maintenance procedures to make sure all hill-rom® 1000 bed components are functioning as originally designed. Pay particular attention to safety features, including but not limited to the following: electrical system components; proper operation of the lockout controls. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the caregiver controls to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the customer stating the head of the bed will run down on it's own and can not be raised back up. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).